Event description:
It was reported that a patient underwent a hernia repair procedure in (B)(6) 2011 and mesh was used. In (B)(6) 2012, the patient underwent a reoperation due to pain and states the surgeon found mesh wrapped around her colon. The patient is still experiencing pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that a patient underwent a laparoscopic multifocal incarcerated incisional hernia repair on (B)(6) 2011 and mesh was used. On (B)(6) 2012 the patient underwent a laparoscopic repair of a recurrent incisional hernia with extensive lysis of adhesions, and small bowel repair. (B)(4).